Event description:
The customer reported the ventilator shut down during transport and alarmed with data acquisition pcba adc reference failed and pressure sensors failures. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). The customer evaluated the device.